Event description:
It was reported that the pump's "charging port damaged, very difficult to plug charging cord into". There was no reported adverse impact to the customer. Customer declined further follow-up from technical support, and no additional information was received regarding the outcome of the event.